Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or a serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed an an error message (sf192) related to power to sensor board. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).